Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reports had a fall on (B)(6) 2021. The patient reports the device stopped working and patient was unable to connect to ins. The patient reports had ins checked on by healthcare provider (hcp) and was told the wire had moved. The patient reports device was removed on (B)(6) 2021. The patient states symptoms have returned. The patient reports spoke with hcp about getting a new device placed but hcp stated that was a contraindication. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28; lot#: va1m4xs; implanted: (B)(6) 2018; product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.